Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a result of 108 mg/dl on the active system, but she was feeling symptoms of hyperglycemia. The patient went to the hospital and the blood glucose result at the hospital was 307 mg/dl an hour later. The patient was administered insulin via IV and buscopan. The patient was in the hospital for 4 hours. Return of the suspect device was requested for evaluation.